Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated they used to be able to go a couple of days between charging their ins; however, for the past 2 weeks they have been needing to charge every other day. Agent reviewed ins charge frequency is based on therapy settings and usage and patient commented they had "not really" made any changes, but maybe might have "upped" their device. The patient was redirected to hcp if needed to further address. When asked hcp, patient stated they go to the pain clinic in (B)(6), but are unsure of the hcp's name.